Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any tends develop. A lot history record review was completed for the reported product lot number. Here was no nonconformance record in the lot history. (B)(4).

Event description:
Received a medwatch report #(B)(4) with the following: the hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro tip was broken. A f/u was received from the hospital indicating the heater wire separated from the jaw. This was noticed before being used on the pt. A replacement was used to complete the procedure. The hospital did not report any pt effects. The product is not returning as it was discarded.